Event description:
The customer contacted beckman coulter, inc. (Bec) to report imprecise sodium (na), chloride (cl), and calcium (calc) results for several patient samples assayed on their synchron lx20 clinical chemistry system. No erroneous patient sample results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that patient sample results were compared between the two (2) synchron lx20 clinical chemistry systems in their laboratory as a result of flagged anion gaps. The customer observed higher imprecision for na, cl, and calc on one of the instruments (serial number (B)(4)) with na recovering too high and cl recovering too low. The customer provided instrument printouts for seven (7) patient samples. Based on the provided printouts, three (3) of the patients had repeat analyses on the same instrument. Of those, two (2) of the patients exhibited imprecision for na. None of the differences in the calc patient sample results exceeded the precision claims of the assay. The customer reported that the cl tip was broken and scratched. The customer replaced the cl tip. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the na electrode was broken. The fse replaced the na electrode and verified instrument performance per established procedures.